Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The pusher was the only component received for evaluation. The investigation of the returned coil system found the implant to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament broken at the attachment bond, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during a coiling of a big acom aneurysm, the coil detached from the delivery pusher during retraction positioning maneuver. The coil was pushed completely inside of the aneurysm. During the procedure a little thrombus was observed at the base of the aneurysm. Integrilin for local lysis was administered. At the end, the thrombus was reported to be gone. No patient harm or injury was reported. The patient was reported to be well off.